Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead was oversensing noise. The lead was explanted and replaced without issue. The patient was stable.